Manufacturer narrative:
Device analysis: the returned product consisted of a watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath tip. The implant had anchor damage, and an anchor was puncturing the sheath. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The implant was deployed during analysis with no resistance or issues. There was no other damage or defect observed.

Event description:
It was reported that it was difficult to fully recapture the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. Release criteria was not met, and the physician fully recaptured the closure. During the full recaptured the physician had some difficulty withdrawing the device back into the wds. The device was eventually successfully fully recaptured and removed from the patient. No closure device was implanted in the patient. There were no complications or consequences that occurred as a result of this event.

Event description:
It was reported that it was difficult to fully recapture the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. Release criteria was not met, and the physician fully recaptured the closure. During the full recaptured the physician had some difficulty withdrawing the device back into the wds. The device was eventually successfully fully recaptured and removed from the patient. No closure device was implanted in the patient. There were no complications or consequences that occurred as a result of this event.